Manufacturer narrative:
Additional information: estimated based on the information received. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema, elevated iop and vitreous hemorrhage are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was likely due to patient post-op activity.

Event description:
It was reported that following a right eye cataract plus trabecular micro bypass stent system, the patient presented with post-operative hyphema. Through follow-up, the surgeon reported that the procedure was uneventful. The reported hyphema was characterized graded as grade I (less than or equal to 1/3 of the anterior chamber volume) which was associated with iop increase and decreased vision. The patient was treated with steroids and glaucoma drops for one (1) week. The most recent status was reported as ¿resolved and drops will be discontinued¿. Reportedly, the patient was not on any anticoagulants. According to the surgeon, the patient¿s movement with daily activities (postoperative) likely contributed to the reported event.